Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient temperature was below target temperature on the arctic sun device and the nurse wanted to know why patient temperature dropped. Mss asked nurse to send screen shots. It appeared the device was turned off for some time. When patient temperature increased, device initiated, and water temperature dropped which caused an overshoot in patient temperature. Nurse also noted that flow rate was 1.4lpm, patient temperature was now 35.7c and target temperature was 37c. Mss asked nurse if patient had traveled, and nurse stated yes to a procedure. Mss explained to nurse why there might have been an overshoot and recommended to disconnect and reconnect the arctic gel pads using proper technique to try to increase flow rate. When nurse attempted to do so, they broke the clear connecter on pad. The nurse was trying to find a universal pad to replace the broken pad. Nurse would call back if they needed additional assistance.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "received connectors damaged by supplier." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that patient temperature was below target temperature on the arctic sun device and the nurse wanted to know why patient temperature dropped. Mss asked nurse to send screen shots. It appeared the device was turned off for some time. When patient temperature increased, device initiated, and water temperature dropped which caused an overshoot in patient temperature . Nurse also noted that flow rate was 1.4lpm, patient temperature was now 35.7c and target temperature was 37c. Mss asked nurse if patient had traveled, and nurse stated yes to a procedure. Mss explained to nurse why there might have been an overshoot and recommended to disconnect and reconnect the arctic gel pads using proper technique to try to increase flow rate. When nurse attempted to do so, they broke the clear connecter on pad . The nurse was trying to find a universal pad to replace the broken pad. Nurse would call back if they needed additional assistance.